Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: patient initials (B)(6). (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that during an im nail of right femur procedure, surgeon had difficulty inserting the nail and difficulty removing the nail. Surgeon re-reamed the canal but still had difficulty inserting and re-inserting and removing the nail. Surgeon re-reamed again and inserted a shorter nail and was able to complete the procedure with no further problems, and with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the part received with no apparent damage. All dimensions pertinent to complaint were re-checked. It is concluded that this complaint is invalid from a manufacturing standpoint.